Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit hung-up on the elbow of the tube and they had a harder time advancing the scope. There was no patient harm associated with this event.